Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Additionally, it was noted that the smart pass feature had programmed itself off. Technical services (ts) was consulted to review data and confirmed there is baseline drift and noise that indicate an impedance change in the system. Ts discussed possible causes and provided troubleshooting options. Troubleshooting was performed and the noise could be reproduced. The plan is to perform x-rays. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that indicated troubleshooting was performed and it was confirmed there was a baseline drift and noise. The physician switched to the secondary vector in which there was smaller r-waves however, there was still observations of noise. The physician decided to turn off tachy therapy and admitted the patient to the hospital. When programmed to alternate the r-t wave was too small to use. Subsequently, the patient underwent a revision procedure, and the electrode was explanted and replaced. The lead will be returned as the physician suspected there was a lead fracture. No additional adverse patient effects were reported.